Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced warmth at the ipg site while the stimulation was on and had discomfort. As result to address the issue patient underwent surgical intervention wherein the ipg was explanted and replaced. This addressed the issue.